Manufacturer narrative:
(B)(4). Based on the preliminary evaluation of the returned device sample it is observed that the swing wire guide was kinked.

Event description:
The customer alleges during insertion of the catheter, the central line could not been introduced inside the guide. Another device was used.

Manufacturer narrative:
(B)(4). The customer returned a spring-wire guide and 3-lumen catheter from a cv-12853 kit for evaluation. The spring-wire guide was found to be bent near the middle. No issues were identified with the catheter. The length of the catheter body and outer diameter of the spring-wire guide were measured and were found to be within specification. The spring-wire guide was bent 245mm from the proximal end. The returned catheter was advanced over the proximal tip of the returned guide wire in order to functionally test the components. The guide wire was able to advance through the catheter body but could not advance through the catheter juncture hub. Similarly the guide wire was able to pass through the distal extension line but could not pass through the catheter juncture hub. A manual tug test performed to confirm both welds were intact. A device history record review was performed and no relevant findings were identified. The customer report of difficulty advancing the guide wire through the catheter was confirmed through functional testing of the returned components. The returned guide wire was unable to pass through the catheter juncture hub when advanced from the catheter distal tip. All returned components met all visual and dimensional requirements. Based on the functional testing, the probable root cause is likely related to the manufacturing/molding of the catheter juncture hub. A non-conformance request has been initiated to further investigate this complaint issue.

Event description:
The customer alleges during insertion of the catheter, the central line could not been introduced inside the guide. Another device was used.